Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 18693783.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead explant procedure and was doing well post-operatively. The explanted devices were not returned as they were kept by the medical facility.